Event description:
It was reported that the patient had been maintaining 33c target in arctic sun device for the entire therapy until about an hour ago. Patient was now 35c. Water was 4.9c. Flow rate was 2.2lpm. Work to cool was 500. Pad coverage was adequate. Foley and esophageal probes in place and correlating. Nurse wanted to make sure the device was functioning properly. Patient was due to start rewarming in a few hours. Mis discussed causes of heat generation. Device was responding appropriately. Patient was on pressors and fentanyl. Nurse gave demerol and tylenol earlier. Patient had positive blood cultures and was septic. No current signs of shivering or seizure. Nurse would address per facility protocol. Per customer via phone on 19jan2023, it was reported that the nurse had questions about the device and wanted to make sure that it was working properly. Mis answered all of the questions and concerns. There was no impact to the patient and therapy was completed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was inadequate pharmaceutical delivery to suppress shivering. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, and the patient temperature probe is in the correct place. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." And "¿ verify medications / shivering control ¿ if not sufficiently sedated, a patient may generate significant heat from shivering, which will interfere with patient temperature control. Consider administration of additional medication for shivering control, adequate for the patient weight and magnitude of shivering and evaluate patient response to medication. ¿ has the patiently received a sedatives or other vasoactive drugs? These drugs may cause vasodilation, resulting in cold or warm peripheral blood returning quickly to the core. This may lead to a rapid change in core temperature that the system is unable to counteract immediately." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient had been maintaining 33c target in arctic sun device for the entire therapy until about an hour ago. Patient was now 35c. Water was 4.9c. Flow rate was 2.2lpm. Work to cool was 500. Pad coverage was adequate. Foley and esophageal probes in place and correlating. Nurse wanted to make sure the device was functioning properly. Patient was due to start rewarming in a few hours. Mis discussed causes of heat generation. Device was responding appropriately. Patient was on pressors and fentanyl. Nurse gave demerol and tylenol earlier. Patient had positive blood cultures and was septic. No current signs of shivering or seizure. Nurse would address per facility protocol. Per customer via phone on 19jan2023, it was reported that the nurse had questions about the device and wanted to make sure that it was working properly. Mis answered all of the questions and concerns. There was no impact to the patient and therapy was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.